Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two leads. Both leads are being reported because it is unknown which lead is the left lead. Device 1 of 2. Reference MFR report #: 1627487-2015-07164. It was reported, the patient had a fall and now no longer receives effective therapy. An impedance check showed high impedance on multiple contacts. X-rays revealed the left lead had migrated, and based on the images the doctor believes there is a fracture in the lead where the anchor is located. As a result, the patient will undergo surgical intervention.

Event description:
Additional information received indicated that the patient underwent surgical intervention on an unknown date wherein both leads and ipg were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.